Event description:
It was reported to boston scientific corporation that during an anterior procedure using an uphold vaginal support system, the physician passed the second leg assembly through tissue multiple times due to personal preference, causing the suture to fray. On the fifth pass, the suture, with the needle at the end, detached and was reportedly captured inside the capio cage. The physician attached a stand-alone capio suture to the device and completed the procedure with this amended device. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.